Event description:
It was reported that approximately five months post vena cava filter deployment for pulmonary emboli, an attempt to retrieve filter was unsuccessful. Approximately two years post filter deployment, a second attempt to retrieve the vena cava filter was unsuccessful. Filter limb perforation was reported at that time; although, a CT scan performed two days prior to the second filter retrieval attempt did not demonstrate filter limb perforation of the ivc. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.